Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing from undersensing of low r-waves. The clinic also inquired regarding the battery status of the device. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. Ts discussed that the t-wave oversensing occurred nine months earlier and appears to be an isolated incident, as no further episodes have been stored since that time. Ts discussed troubleshooting and programming consideration options. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing from undersensing of low r-waves. The clinic also inquired regarding the battery status of the device. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. Ts discussed that the t-wave oversensing occurred nine months earlier and appears to be an isolated incident, as no further episodes have been stored since that time. Ts discussed troubleshooting and programming consideration options. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that while the patient was hospitalized for an unrelated issue, the remote monitoring issued an alert for a code indicating battery depletion. Ts was consulted and upon review discussed a new appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the product was returned for analysis, thus indicating it was explanted. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing from undersensing of low r-waves. The clinic also inquired regarding the battery status of the device. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. Ts discussed that the t-wave oversensing occurred nine months earlier and appears to be an isolated incident, as no further episodes have been stored since that time. Ts discussed troubleshooting and programming consideration options. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that while the patient was hospitalized for an unrelated issue, the remote monitoring issued an alert for a code indicating battery depletion. Ts was consulted and upon review discussed a new appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing from undersensing of low r-waves. The clinic also inquired regarding the battery status of the device. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. Ts discussed that the t-wave oversensing occurred nine months earlier and appears to be an isolated incident, as no further episodes have been stored since that time. Ts discussed troubleshooting and programming consideration options. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that while the patient was hospitalized for an unrelated issue, the remote monitoring issued an alert for a code indicating battery depletion. Ts was consulted and upon review discussed a new appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the product was returned for analysis, thus indicating it was explanted. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.